Manufacturer narrative:
H6: method: conclusions until eval is completed. The artifact (i.e., smudge artifact) was seen on all fields of view. It happened at all kv ma and speed settings. Running air calibration removed the artifact and restored proper operation of the system. The toshiba customer engineer monitored the system for two days following running the air calibration and the artifact had not returned.

Event description:
The customer alleged, the possibility of misdiagnosis of 2 pts following CT scans. Each pt's scan showed the same artifact, which prompted the doctor to call for a rescan by MRI. The MRI indicated that the artifact was caused by the CT system.